Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient changed her smartphone and that it benefits from wireless charging. However, when she picks up her phone, she seems to feel stimulation as if she were turning on the stimulator. The symptoms are otherwise completely under control. Additional information was received from the manufacturer representative (rep) that the patient bought a new phone protection and it seems she has less interaction. Additionally, the stimulation seems less effective. Patient not available to check her battery due to personal reasons. Patient is waiting for an appointment with her neurologist.